Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. This device was received in used condition. The complaint indicated ¿t2 would not secure¿. The blue split cannula was not returned. No sutures or anchors were returned. The depth limiter is attached, trimmed and is damaged. It is flared and puckered indicating resistance with reaching the desired tissue and surgical location. Functional test indicates that the manual advancement of the actuator is functional. There is no manufacturing cause related to support this complaint. No further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 would not secure. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.